Event description:
The customer stated that the insulin pump alarmed button error. Troubleshooting was performed and no buttons were responding. The reported blood glucose reading was 268 mg/dl. The customer did not have a back up plan and was advised to go to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.